Event description:
Pain of both knees [knee pain]. Knee swelling [knee swelling]. Pain has worsened since the injection/ sx are worsened when ambulatory [pain aggravated]. Unable to walk [unable to walk]. Unable to keep left and right knee bent [joint range of motion decreased]. Osteoarthritic changes [osteoarthritis nos]. Stiffness of both knees [stiff knees]. Left knee effusion [knee effusion]. Case narrative: initial information received on 07-aug-2018 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old female patient who experienced pain of both knees, knee swelling, pain has worsened since the injection/ sx are worsened when ambulatory, unable to walk, unable to keep left and right knee bent, osteoarthritic changes, stiffness of both knees and left knee effusion (latency: unknown), after she received hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included gastrooesophageal reflux disease, atrial fibrillation, anaemia, varicella, essential hypertension, gout, hypothyroidism and rheumatic fever. Patient's surgical history included appendicectomy, caesarean section (twice), hysterectomy, foot operation and hip arthroplasty. The patient is non-tobacco user, non-smoker, consumes alcohol use with 2 glasses of wine per week and abstains from other recreational drugs. The patient's past vaccination(s) and family history were not provided. Concomitant medications included hydromorphone (hydromorphone); pantoprazole (pantoprazole); ketorolac (ketorolac); allopurinol (allopurinol); carvedilol (carvedilol); levothyroxine (levothyroxine); ascorbic acid, calcium pantothenate, calcium phosphate, colecalciferol, copper sulfate, cyanocobalamin, dl-alpha tocopheryl acetate, ferrous fumarate, folic acid, manganese sulfate, nicotinamide, potassium iodide, pyridoxine hydrochloride, retinol acetate, riboflavin, riboflavin, thiamine mononitrate, zinc sulfate (multivitamin with minerals); morphine (morphine); tramadol (tramadol); and ondansetron (ondansetron). On (B)(6) 2017, the patient received intra articular hylan g-f 20, sodium hyaluronate at an unknown dose once bilaterally (lot - unknown) for product used for unknown indication. In (B)(6) 2017, the patient developed pain of both knees (arthralgia), knee swelling (joint swelling), pain has worsened since the injection/ sx are worsened when ambulatory. On (B)(6) 2017, the patient was hospitalized for the events and on (B)(6) 2017 was discharged. On the same day, labs were performed anion gap was 12 unk (high), blood bilirubin 1.7 unk (high), blood glucose 119 unk (high), carbon dioxide 21 unk (low), egfr status assay 52 unk (low), haematocrit 49.0 unk (high) and haemoglobin 16.8 unk (high). X-ray findings revealed frontal and lateral views of the left knee demonstrate no evidence for acute fracture, subluxation or destructive osseous lesion. Significant osteoarthritis changes were present manifested medial greater than lateral joint space narrowing with subchondral sclerosis and osteophyte formation. A large knee effusion was present. On unknown dates in (B)(6) 2017, the patient was unable to walk (gait inability), unable to keep left and right knee bent (joint range of motion decreased), developed osteoarthritic changes (osteoarthritis), stiffness of both knees (joint stiffness) and left knee effusion (joint effusion). Final diagnosis was left knee effusion, stiffness of both knees, osteoarthritic changes, unable to keep left and right knee bent, unable to walk, pain has worsened since the injection/ sx are worsened when ambulatory, knee swelling and pain of both knees. Seriousness criteria: hospitalization for pain of both knees (arthralgia), knee swelling (joint swelling) and pain has worsened since the injection/ sx are worsened. Corrective: colchicine (colchicine) and caffeine, codeine phosphate, tylenol (acetaminophen) for pain. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on 16-aug-2018 for "synvisc one". Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 16-aug-2018. No safety issues were indicated in this review. Additional information received on 16-aug-2018 in the form of investigation summary. Ptc number and results were added.